Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29-hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On (B)(6), 2011 it was reported the patient obtained elevated blood glucose readings, 200 mg/dl at 8:15 am post-breakfast, and "stayed elevated" throughout the day. The patient did not experience any symptoms of high or low blood glucose levels, and did not check for urinary ketones. The patient did not seek any medical attention or treatment. Troubleshooting revealed no airbubbles or leaks in the cartridge or tubing, no issues with the infusion site, the patient's technique was correct, the pump settings and basal settings were correct. The technical service representative also determined the pump's time setting was incorrect. There was no adverse event associated with this issue. However, as the pump's time setting was incorrect and product analysis of the returned pump has not yet been completed, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.